Event description:
This lead was implanted on (B)(6) 2009 and remains implanted. It was reported to medical records on (B)(6) 2011 that this IV lead was programmed off due to extra cardiac stimulation and low capture thresholds. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).